Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
It was reported that the insulin pump had no delivery alarms. Customer¿s blood glucose was 8.3 mmol/l. Customer¿s dad reported that they noticed a rise in blood glucose after one day of infusion wear and attempted to correct via insulin pump. Customer¿s dad also confirmed that the insulin pump corrections are not enough to decrease the blood glucose and used pens or injections to lower the blood glucose and ketones. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated harm codes.

Event description:
It was reported that the insulin pump had no delivery alarms. Customer¿s blood glucose was 8.3 mmol/l. Customer¿s dad reported that they noticed a rise in blood glucose after one day of infusion wear and attempted to correct via insulin pump. Customer¿s dad also confirmed that the insulin pump corrections are not enough to decrease the blood glucose and used pens or injections to lower the blood glucose and ketones. There was a white blob at the end of the cannula when it was taken out, causing a blocked site. The device will be returned for analysis.